Manufacturer narrative:
On 08/01/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it was observed a rupture measuring approximately 2.5 cm located in the anterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Forceps or hemostats should not be used. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with saline mentor smooth round spectrum 425cc breast implants and experienced bilateral deflation. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 535cc, catalog number 3505535bc, serial number (B)(4), lot number 7646577 (r) and serial number (B)(4), lot number 7552166 (l) on (B)(6) 2019. This report is for the left side.